Event description:
T was reported that the ilet device housing cracked at the seams and the unit fractured, and a replacement ilet along with accessories was arranged; the affected component was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem leading to a device fracture involving the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.